Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient reported not having the dexterity to operate the charger to charge their ipg. The patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was relocated, resolving the issue.